Event description:
It was reported that a pt underwent a mastectomy procedure on (B) (6) 2009. Upon first activation, the reservoir could not lock with the locking plate. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.